Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that their insulin pump had prime fill anomaly. The customer¿s blood glucose level was 138 mg/dl. The customer¿s father states that the piston was moving back and then pushing all the insulin out. Confirmed that the pump had not given any motor error or compromised force sensor system alarm. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump was tested with no prime/fill anomaly noted.